Manufacturer narrative:
(B)(4).

Event description:
Procedure: stress ui / pelvic organ prolapse. According to the reporter: the pt's attorney alleged a deficiency against the device. Additional information has been requested, but not yet received. Product was used for therapeutic treatment.

Manufacturer narrative:
(B)(4).

Event description:
Per additional information received the patient has experienced postoperative free air in the pelvis, mild edema and small amount of free fluid in the pelvis, a small lesion in the left kidney, surgical suture removal, left buttock cellulitis with redness on the right, escherichia coli perineum growth, fever, drainage from both buttocks, chills, shaking, pain, perianal abscess with incision and drainage, rectovaginal fistula secondary to mesh erosion into her rectum requiring examination under anesthesia with mesh removal, placement of an anal seton, perirectal abscesses drainage, nausea, pain when sitting too long, rectal bleeding, rectovaginal fistula requiring rectovaginal repair with anterior overlapping intra-anal anal sphincteroplasty and reinforcement with surgisis es mesh on (B)(6) 2007, stool and air coming from vagina, failed rectovaginal fistula repair requiring surgery of transanal repair of rectovaginal fistula on (B)(6) 2008, two pds sutures trimmed on (B)(6) 2008, recurrent rectovaginal fistula requiring transanal repair on (B)(6) 2008, slight granulation tissue along the posterior midline vagina, small amount of rectal granulation tissue, extrusion, urinary problems, dyspareunia, continuous incontinence, and constant constipation.

Manufacturer narrative:
(B)(4).

Event description:
Per additional information received, the patient has experienced perineal wound dehiscences with probably rectoperineal fistula, the patient's medical status is unknown after (B)(6) 2008. On this date she was seen by (B)(6). She was doing well, except for some soreness in the perineal area. When the posterior rectum was examined, some slight granulation tissue was noted along the posterior midline and the anus. She was slightly tender on exam. She was released to normal activities.

Manufacturer narrative:
(B)(4).